Event description:
It was reported that during a knee arthroscopy the surgeon found that once the split cannula detached from the ultra-fast fix during placing in front of the meniscus tear sites, t1 and t2 anchors were exposed all together from the viewing with the arthroscope. The procedure was completed with a backup device and is unknown if there was a delay, no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the anchors and suture were attached to the needle as intended. No physical damage visible to the device. The anchors were exposed due to the length the depth gauge was cut. A functional evaluation revealed the device functioned as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. This is a user controlled device. This style of delivery system requires user controlled manual trigger advancement to position and place the anchors. They are each then manually stripped off the needle tip. There is no deployment. Loosening of suture or anchors may inadvertently occur by the user during the depth limiter trimming. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use documentation contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent needle twisting, bending manipulation releasing anchors when not intended. 2) inadvertent disruption of sutures when trimming depth limiter. 3) proximity of anchor placement to each other causing tension on the opposite anchor. 4) difficulty with reaching the desired tissue location. 5) inadequate tissue conditions. 6) incomplete needle penetration through meniscus. Per instruction for use: ¿do not bend delivery needle. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ product met specifications upon release to distribution. Aside from these two related, complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.